Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple incidents over 8 days from (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Event description:
It was reported that multiple incidents over 8 days from (B)(6) 2025 to (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate as it states. "6.for easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to the protocol. 7.remove top tray and open plastic pouch (sleeve) surrounding the catheter. 8.proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water filled syringe gently into the valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water -10ml". A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Product labelling was reviewed for this investigation was reviewed for this investigation. The labeling is found to be adequate as the instructions for use states: "6. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to the protocol. 7. Remove top tray and open plastic pouch (sleeve) surrounding the catheter. 8. Proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water filled syringe gently into the valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water -10ml". A DHR could not be performed since no lot number was provided. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple incidents over 8 days from on (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Event description:
It was reported that multiple incidents over 8 days from on (B)(6) 2025, 4 in total. On each occasion the foley catheter balloon was faulty, either it was not inflating or the balloon bursting once inflated. A second catheter had to be placed, increasing risk of infection for the patients. On one occasion the second catheter also failed, required a 3rd catheter. The number of patients involved are 4.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted unable to confirm the reported failure due to the condition of the return sample. Therefore, this investigation is considered inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.